Event description:
An end user reported that she experienced burning and pelvic pain while using the hollister onli hydrophilic urethral catheter. She went to see her healthcare professional; was told she had a uti and was prescribed antibiotics. She also reported there were no problems opening or inserting the catheters and that the catheter was well hydrated.

Manufacturer narrative:
The device history records were reviewed based upon the lot numbers provided and the records were found to be complete and accurate. The sterilization documentation for these lots were also reviewed and no out of specification results were found. We cannot infer a causal association between the onli catheter and the reported uti. The root cause cannot be determined.